Event description:
It was reported that the patient's implanted device alerted for shock impedance greater than 125 ohms. The patient underwent an ablation procedure for atrial fibrillation in (B)(6) 2022 and the shock impedance measured at that time was 110 ohms. Pace impedance and thresholds were normal and no signal noise was noted. It was planned to continue to monitor the situation. The rv lead and device (model and serial number unknown) remain implanted and no adverse patient effects were reported.